Manufacturer narrative:
The device was received, and an evaluation is complete. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a system error 345. Service evaluation verified the system error 345. The upstream sensor flex was found to be improperly seated in the processor printed circuit board (pcb) connector. The upstream sensor flex was properly seated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device displayed a system error 345 (thermistor disparity). No additional information is available.